Event description:
After performing maintenance on the analyzer due to error messages, the user noted there was a leak in front of the analyzer. The leak was in the walkway and the user cleaned it up using universal precautions. There were no accidents or injuries as a result of the leak. No patient samples were involved.

Manufacturer narrative:
The field service representative determined there was a fluidics failure and replaced cracked tubing at the gear pump. He performed instrument test, calibration and qc and all were in accordance with stated manufacturer specifications.